Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit would not operate on battery. The unit plugged on ac was working properly on a patient when the patient expired. The issue of the unit not running on battery was found after the patient expired. The patient did not passed away due to the issue.

Manufacturer narrative:
Evaluation summary: one unit was evaluated and customer reported that the unit would not operate on battery power. The unit failed to meet specification as it was received or made available for evaluation. The cause of the observed condition was determined to be battery. The battery was manufactured in 2010 and was old. The battery issue is unrelated to the patient outcome of death. The invos monitor is an adjunct monitor and does not provide patient vital sign information. If information is provided in the future, a supplemental report will be issued.